Event description:
It was reported by a customer that the 840 ventilator generated a device alert. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The action recommended by technical support engineer (tse) corresponds with accepted service practices for the error codes generated by the device. Customer was instructed by tech support to call back if the recommended part or test did not correct the failure and if they will return the part. Covidien was not authorized to service the device.(B)(4)

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the power supply to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.